Event description:
On (B)(6) 2023, a femoral sleeve construct was revised. The bolt appeared to be loose at the time of revision.

Manufacturer narrative:
A DHR review identified no issues that could have caused or contributed to the reported event. It is believed that the junction box loosened due to fatigue loading in the knee from lack of support in the femoral bone. The available evidence does not lead to a clear conclusion about the cause of the reported event.